Manufacturer narrative:
Investigation ¿ evaluation: the cook silicone balloon hysterosalpingography injection catheter was not returned for evaluation and no photos have been provided. Without the complaint device, a physical investigation was not able to be completed. A review of documentation and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was not able to be reviewed as the device lot number was not provided. A review for additional complaints for this device lot was also not able to be completed without the device lot number. Based on the provided information a definitive root cause could not be established. Measures have been initiated to address the reported failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported after completing the hysterosalpingogram using the cook silicone balloon hysterosalpingography injection catheter filled with 1ml of sterile fluid, it took multiple attempts of pushing the syringe on to the connector port in order to initiate the deflation process. As reported, some of these are easier than others but have noticed an increased frequency of more difficult to deflate catheters. This device was used successfully and there were no adverse effects to the patient.